Event description:
It was reported that a physician attempted arteriotomy closure of a mildly calcified common femoral artery after a coronary stenting procedure using a proglide device. Reportedly, during knot advancement, the suture broke. Another proglide was successfully used to achieve hemostasis. There were no adverse patient sequela and no clinically significant delay in procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: tazuna 2.0x15 mm. Guide wire: runthrough. Guide cath: ebu 6fr. Sheath: 6f. Stent: xience v 2.75 x28 mm. Other: aspirin and plavix. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the anterior cuff detached from the anterior needle tip during plunger removal which would result in a failure to retrieve the suture during the needle plunger retraction and may appear similar to a suture break. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. It was reported that there was mild calcification of the common femoral artery and whether this contributed to the reported device failure could not be determined. Therefore, the cause for the anterior cuff to needle tip detachment could not be determined. A review of the lot history record for the reported lot did not reveal any relevant non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database did not reveal any indication of a lot specific product quality deficiency. Based on the investigation, no product deficiency was identified.